Event description:
It was reported that "during a vaginal procedure, the doctor inserted the loop electrode into the pt's vagina, there was a spark and the pt reported feeling discomfort. The surgeon withdrew the electrode and visually inspected it. It was intact and was reinserted. During the procedure the loop electrode seemed to get stuck as it passed through the target tissue. When it was withdrawn the loop was broken. The pt is thought to thave a little abrasion."